Manufacturer narrative:
Event date was not provided, first date of the month of the aware date was used.

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge balloon catheter was selected for dilation. However, it was noted that the shaft broke in half. The procedure was completed with another 2.50mm x 12mm emerge balloon catheter. No patient complications were reported.